Event description:
Guidewire stuck inside cs lead. When attempted to remove it pulled the lead back (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).